Event description:
It was reported that the atrial lead exhibited t-wave oversensing, which triggered a mode switch.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.